Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that since the pump was implanted the patient has had problems with hip pain, no feeling in his feet, and lost the use of his left leg. The patient had a magnetic resonance imaging (MRI) in (B)(6) of 2013 and the MRI reportedly ¿burned the pump up.¿ the pump was not working at the time of the MRI as there was no drug in the pump because it had run out. The pump went empty because the patient did not have a physician to fill the pump. The patient wanted the pump explanted and a new pump implanted as he continued to have pain and was looking for a new physician. This device system delivered dilaudid when it was implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).